Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the attachment of the silent nite 3d sleep device broke off. The patient received the appliance on (B)(6) 2025 and reported on (B)(6) 2025 that the anchor broke off and discontinued using the device. No patient harm or injury is reported. It is reported that the device was rinsed with water prior to delivering to patient and that the patient maintained the device by brushing with clean toothbrush after use.

Manufacturer narrative:
The device was not returned. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. A non-visual device evaluation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the cracking and attachment to break. The manufacturer internal reference number is: (B)(4).